Event description:
It was reported that the patient experienced ineffective therapy. Additionally, patient experienced swelling in the their legs and feet. Troubleshooting was unable to resolve the issue. X-rays confirmed that the leads have migrated. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
It was reported to abbott a patient was experiencing severe pain, swelling and burning in their back where the ipg was. The patient also reported they had not felt stimulation for about a month. The patient tried increasing the strength on all programs and even turning therapy off, but the symptoms did not abate. X-rays showed that the leads had migrated up. The patient was referred to a physician for further evaluation and moving the leads and/or a possible permanent paddle placement. The patient has yet to set up an appointment due to worker¿s comp. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received indicates that patient also experienced burning sensation in their lower extremities.